Event description:
It was reported that during use of the bd vacutainer® k2 edta 3.6mg there was an issue with clotting. The following information was provided by the initial reporter, translated from chinese to english: from the time when the nurse collected the blood sample to the time when the specimen was submitted for examination was controlled within 40 minutes. The blood sample in the blood collection tube had already clotted.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. The samples were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Samples were also draw tested and all tubes tested met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta 3.6mg there was an issue with clotting. The following information was provided by the initial reporter, translated from (B)(6) to english: from the time when the nurse collected the blood sample to the time when the specimen was submitted for examination was controlled within 40 minutes. The blood sample in the blood collection tube had already clotted.